Event description:
It was reported that the device was used during a low anterior resection. It was reported that the staples were malformed. The procedure was completed with a low purse string suture. There was no further consequence to the pt.